Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope exhibited an error code b31 (scope communication error). The issue occurred during an unspecified event. There were no reports of patient or user harm associated with this event.